Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th distal stent wrap with struts raised. Deformation was evident to the distal tip, with tip uneven. The inner lumen patency was verified. (B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous, severely calcified lesion in the distal rca with 90% stenosis. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device and excessive force was not used. It is reported that the device failed to cross through the struts of two previously deployed stents and when it was pulled back the strut damage was seen; stent deformation occurred during positioning/ advancement. No patient injury is reported and patient current status reported as fine. The physician completed the procedure with another resolute integrity drug eluting stent of the same size. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.